Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer stated that the error alarm occurred during a radiology exam and that the pump was exposed to a strong magnetic field. Blood glucose level was 140 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor error alarm. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.